Event description:
It was reported that an intrasight mobile system was used in a peripheral procedure. During use, there was a popping noise coming from inside of the console and would not turn on. No strange odor was detected from the panel pc, but burn marks were observed. The case was completed with another system. No patient or user injury reported. This product problem is being reported because device evaluation confirmed the thermal damage on the panel pc. There is a potential for harm if it were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2 & a4: date of birth and weight, not available. Block b5: due to a recent update to philips igtd procedure; presence of burnt, charred, or melted components are now deemed reportable. Block b6: no information available. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable. Blocks e1 & g2: country is japan. Block h3: at the customer site, a field service engineer replaced the panel pc and confirmed the system worked properly. The power supply was returned for evaluation, and confirmed thermal damage. Block h6: the probable cause of the reported failure is likely an internal component failure. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.